Manufacturer narrative:
The reported complaint was not confirmed. During laboratory evaluation, the product surveillance technician (pst) performed an interior inspection and functional testing as well as cold chamber testing and found no anomalies. The pst observed no blanking out of the display, rebooting, displaying of "888" or the resetting of timers. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The field service representative (fsr) tested the arterial monitor but could not duplicate the reported issue. The fsr installed a loaner monitor and tested operation. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the arterial monitor display was blanked out, then came back on by itself. The monitor rebooted, displayed error message "888" and the timers were reset. The device was not changed out, as they used the monitor as is. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on 2-may-2016: the arterial monitor blanked out and re-set during cpb. This would result in a brief loss of timer function, temperature measurements and display, and a loss of pressure measurement and loss of pressure limitation capability. On re-set, which resulted in short down time, the pressure transducer would need to be re-calibrated before pressure monitoring / limitation would be active. The case was completed successfully, without delay and without associated blood loss. There was no need for change out as the monitor re-set automatically. There was no harm observed.

Manufacturer narrative:
The field service representative (fsr) replaced power manager board in safety monitor as precaution. This board supplies power to arterial monitor and may have intermittent problem. The unit operated to the manufacturer's specifications. The suspected board was returned to manufacturer on september 13, 2017 for further evaluation.

Manufacturer narrative:
The reported complaint was not confirmed. During laboratory analysis, the product surveillance technician (pst) inserted the power module into a laboratory safety monitor, connected arterial and cardioplegia monitors to the safety monitor, powered on the safety monitor and it powered on normally along with the arterial and cardioplegia monitors. The pst operated the safety monitor for two days with no failure of the safety monitor or the connected monitors. He visually inspected the power module with nothing found that would cause failure. He physically agitated the power module during testing with no failure occurring. The pst placed the power module into cold soak at 10°c for two hours and when removed from cold soak, reinserted the power module into the safety monitor. He powered on the safety monitor and no failure of the safety monitor or attached arterial or cardioplegia monitors, occurred. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.